Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the generator had an e433 error. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Device evaluation and inspection found an error e433. Based on the results of the investigation, the reported issue was confirmed and found to be due to defective hpvs board. A definitive root cause of the hpvs board failure cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.